Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) via healthcare provider indicated that the patient¿s device was removed on (b)96) 2011. Per the post-operative report, there was a diagnosis of a possible compression of the spinal cord stimulator. It was noted that procedure and findings noted that there was an epidural scar, but there did not appear to be any significant compressive lesion there. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 2. It was reported that the patient had a spinal cord stimulation (scs) system in their back, but it was removed because it did not work. The caller stated that after maybe two weeks they took it out. No further complications were reported. Follow up was conducted.